Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead exhibited high capture threshold measurements. The lead was explanted and replaced. The patient was discharged with no adverse consequences.